Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. If additional information becomes available, it will be submitted in a follow up report.

Event description:
It was reported while using the avea ventilator, it is alarming ext high peak and circuit occlusion. There was no patient involvement associated with this event.